Event description:
It was reported that the patient presented remotely in backup vvi. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset (por). The device was tested on the bench and arc marks and lead material was noted on the device can. The cause of the bvvi was consistent with lead arcing to the device can.